Event description:
A customer reported that an rh discrepancy occurred on galileo neo (B)(4).

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. An immucor field service engineer determined that false-positive results were occurring during reflexed weak d test mode. The unexpected reactions checklist was performed. The washer manifold was replaced. The qc assay and forward abo typings on eleven patient samples resulted as expected. Acceptable results were obtained. The instrument is operating according to specifications.